Event description:
Customer reported experiencing a low blood glucose while at work. The blood glucose reading was 30 mg/dl and she was treated by paramedics. She stated that earlier in the day, she checked her blood glucose and the reading was 80 mg/dl. She has bolused for food but did not eat immediately and took the stairs down to her car. She stated that the next thing she could remember was waking up with an IV in her arm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.